Event description:
Obalon gastric balloon deflated and migrated through gi tract. CT scan obtained showed no evidence of balloon so the patient must have spontaneously passed the balloon. Pt never had any symptoms. FDA safety report ID# (B)(4).